Event description:
Nobel biocare USA has received a report of one implant osseofailure: part and lot# unknown. The implant returned for this report is not a nobel biocare implant and, per 21 cfr 803.22, it is required that the loss be reported to the FDA. It is believed that the implant is manufactured by biomet/implant innovations inc. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).